Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6): product type recharger h3: analysis of the returned wireless recharger was received on 2025-jun-20 indicated that the returned device had no visual anomalies. Several error codes were observed in the device logs: (829)4100, (34)1707, (4)2702. The patient's complaint was unverified. Analysis was able to connect a handset to the recharger and charge the implant. The device was reset and passed integration testing. An implant was charged to 20% without disconnecting, the power button on the wr worked fine, and the wr charged to 100%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their recharger is not charging and won't power on. Patient stated the green light is on the docking station and stated they have tried unplugging it, plugging it in, and taking the little box at the top away and just plugging in to the usb outlet with just the cord and it is not charging the recharger. Patient reported recharger power light is just flashing orange with a descending tone and won't do anything. Patient confirmed on the call seeing a green light present on the docking station when plugged into the charging cord, but reported while recharger was on the dock the battery lights on the recharger flashed 3-4 times and the power button flashed green, then flashed orange, and started making a descending tone. Patient stated they did not press power button when this occurred. Patient stated when recharger was placed on dock initially the battery lights were scrolling up green and if they go to shut it off the power button will flash green and then the battery lights will flash down green but reported recharger is not charging. Patient tried to reset recharger on the dock but reported that did not resolve the issue. Patient stated all lights when out when reset on dock. Patient removed recharger from dock and stated the minute they removed recharger from dock the recharger power light turned orange and made descending tones. Patient reset recharger off the dock and stated all lights went out and then green battery light came on, followed by the green power light, but then went back to the orange power light. Patient powered off recharger but reported when attempted to power on recharger the same orange power light appeared. The issue was not resolved through troubleshooting. A request was sent to the repair department. Patient mentioned they always keep recharger in one spot and when they took recharger out last night to charge their implant they realized there was something wrong with their recharger.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3: analysis of the returned wireless recharger (s/n (B)(6) revealed that the wireless recharger won't power on and was not taking a charge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.